Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6), 2023. It was reported that the patient reported being hungry all the time (loss of satiety, increased hunger) and weight gain. An endoscopic procedure was performed on (B)(6) 2024 as the physician reported symptoms may be indicative of balloon deflation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f0101 is being used to capture the reportable event of therapeutic response decreased. Device code a1401 is being used to capture the reportable event of deflation problem.

Manufacturer narrative:
Block h6 correction to b5 for additional information, correction to h6 removal of deflation code. Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f0101 is being used to capture the reportable event of therapeutic response decreased.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. It was reported that the patient reported being hungry all the time (loss of satiety, increased hunger) and weight gain. Endoscopic procedure was performed on (B)(6) 2024 as physician reported symptoms may be indicative of balloon deflation. There were no patient complications reported as a result of this event. Per additional information received on july 21, 2024, the patient reported increased hunger following 4 months post implantation, and after losing 35 pounds of weight. The balloon was found to be in good condition and in the perfect position at the time of the endoscopic procedure, with no evidence of deflation. " additionally, it was reported that the balloon was implanted on (B)(6) 2023 and the removal procedure was in (B)(6) 2024. The orbera intragastric balloon system directions for use (dfu) states "the maximum placement period for the orbera intragastric balloon system is 6 months, and it must be removed at that time or earlier.